Manufacturer narrative:
On (B)(6) 2011, the echo image files for instruments (B)(4) were reviewed by an immucor technical support specialist. The negative and equivocal wells that should have been reactive visually appeared positive. The customer was informed of technical communication (B)(4), which instructs customers to perform a visual verification of negative reactions before final release of results.

Event description:
On (B)(6) 2011, a customer reported that unexpected negative results were obtained with the 3-cell screening assay on galileo echo instruments (B)(4).